Event description:
The pump was returned for mechanical hardware failure (screen, no input). Upon return, the device powered up but the lcd screen had no back light. Internal investigation found l25 on main pcba is damaged. Lcd screen is damaged due to broken screw mounts. Rear cover o-ring is not seated properly. Main pcba, rear cover o ring, and lcd screen will be removed and replaced during repair process. No other damage found.

Event description:
The following has been reported: biomed reported: "blank screen" all pumps have no patient harm reported, or any active infusion stopped. A preliminary review identified the following issue: mechanical hardware failure (screen no input) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.